Manufacturer narrative:
Continued: e.1. State: (B)(6) and zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "capsular contracture" baker grade iii. This is for the right side device. The device has been explanted.

Manufacturer narrative:
Visual analysis: it is not possible to determine the lot number or catalog through the photos provided. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side "capsular contracture baker grade iii." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d4.

Event description:
Healthcare professional reported "capsular contracture" baker grade iii. This is for the right side device. The device has been explanted.